Manufacturer narrative:
UDI: (B)(4).

Event description:
During a partial knee arthroplasty it was noted that the spherical cutter required greater force to reach the end of the spigot and that metal fragments came off of the cutter.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this event is not reportable. No serious injury was reported and the malfunction is not likely to lead to serious injury if it recurs. The initial report was submitted in error and should be voided.